Event description:
It was reported that the radio frequency (rf) head only had one light on and telemetry could not be established with the pacemaker. The rf head was exchanged and the pacemaker was successfully interrogated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).